Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2017. No additional event or patient information is available. The transmitter was returned for evaluation. It passed all of the following tests: an external visual inspection, a voltage test, a pairing test with (B)(6) bluetooth device, and a transmitter final function test. The receiver data log was also reviewed on 03/14/2017. No defect found with transmitter, but the complaint of inaccurate cgm values was confirmed via data. A root cause could not be determined.